Manufacturer narrative:
Result of investigation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "optical system: foggy", could not be confirmed. No deviations, significant damage, or negative influences that could impair the imaging or function of the optics can be detected on the optics examined. Very slight scratches may be visible on the surface, but these have no negative impact on the function or imaging of the optics. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "optical system is foggy". No negative impact in state of health reported.